Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient developed an itchy, red, bumpy rash with some open areas. The patient indicated that they have a metal allergy. The patient's primary care physician recommended using hydrocortisone cream on the affected area. The patient expressed concern about infection as they are diabetic and has stopped wearing the lifevest to allow the rash to heal. During a follow-up, the patient stated that the condition of the irritation had improved.